Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection found that the x25 inserter tip was broken off from the x25 inserter shaft. It was noted that the weld that connects the two had been broken. The area around where the weld had broken was rough and uneven. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The root cause of the x25 inserter tip breaking/falling apart from x25 inserter shaft cannot be determined from the sample and the information provided. A potential root cause may be due to an unexpectedly high amount of force being placed on the x25 inserter tip, potentially resulting in the weld breaking due to static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on an unknown date, the single inner inserter tip is broken. It was unknown how the issue was discovered. The procedure and patient involvement are unknown. This complaint involves one (1) device.